Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) contacted biomérieux to report a misidentification of a enterococcus faecalis strain as enterococcus faecium in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. Investigational testing was performed using the specimen submitted by the customer. Vitek® 2 gp ID (customer lot and random lot): excellent identification to the species enterococcus faecalis (99%). Vitek® ms: excellent identification to the species enterococcus faecalis (99.9%). The misidentification observed by the customer was not duplicated. The investigation concluded that the vitek® 2 gp ID card is performing as intended.

Event description:
A customer from (B)(6) reported to biomérieux a misidentification of enterococcus faecalis as enterococcus faecium, in association with the vitek® 2 gp test kit when testing urine and blood culture samples from the same patient. The urine sample was cultured on cpse media with 18-24h of incubation and tested with vitek® 2 gp. The result was enterococcus faecium (98%). Two days later, the same patient's blood culture sample from cos media with 18-24h of incubation, was tested with vitek® 2 gp, and the result was enterococcus faecalis. The customer believed the organism to be the same for both samples, so they were tested with vitek® ms which identified enterococcus faecalis for both. The customer reported the incorrect result was reported to the physician without a delay, and there was no impact to the patient treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.